Manufacturer narrative:
After the initial report it was determined that this incident was previously reported under mpo ref (B)(4), medwatch no. 3010536692-2018-00421. Please void the initial report.

Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to fracture of the profemur® neck component.